Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 450 mg/dl and 125 mg/dl. Customer had symptoms of mouth dryness and polyuria. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.